Event description:
Hello my name is (B)(6), I am writing to you about a bilateral mastectomy and implanted allergan implants in 2014. After surgery and implants I feel very bad with pain and constant temperature of 37.2. I do not have allergies but the implants that have placed me cause me a great discomfort bloating overpowering fever temperature. Please advise what to do because I have no guilt for feeling so and constantly bringing an antibiotic to stop the temperature and pain I have. I give you the number of the implant placement I have placed: inspira tsx allergan. Inspira tsx allergan r n-tsx 400. N-tsx 400 lot 2580467, lot 2580467 sn (B)(4). Thanks in advance I will be glad to answer you for my problem. Best regards (B)(6). Conclusion of ultrasound implant data: condition after bilateral subcutaneous mastectomy and thoracic implantation: right implant - near the median contour of the implant, an airborne fluid collection with a fluid bed thickness of 9 to 11 mm is traced. In the area of the medial part, the inframammary fold is formed in a large oval-shaped collection and 16 mm thick marked adhesions at both poles. In this part of the liquid collection, fine elapsed in the lower part of the collection - high density gooey content are identified. The caudal-arterial contour of the implant is marked with an incision of the implant capsule on the liquid collection, forming a loop with thinning of the capsule and integrity disorder. Careful fat tissue is an edema of the eyelid. In the right lymph node with deleted hylos 4.6 mm.